Manufacturer narrative:
After attempting to pass a lesion of the direct superficial femoral artery with a .018 x 300cm straight tip sv short peripheral steerable guidewire (pgw), there was a fracture of the tip in the lesion, leaving a fragment of it retained in the artery. There was a patient injury noted. The operator was trained to the sv short peripheral steerable guidewire device. The device was opened in sterile field. The device will not be returned for analysis. The device was not returned for analysis. A product history record (phr) review of lot 35260725 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Based on the information provided, it is not possible to draw a clinical conclusion between the device and the reported event. Without the return of the device for analysis, the reported customer event ¿distal tip-wires fractured-separated - in patient¿ could not be confirmed and the exact root cause could not be determined. Vessel characteristics or handling factors may have contributed to the reported event. Per the instructions for use (IFU), which is not intended as a mitigation of risk ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for coil separation, bends, or kinks. Do not use a guidewire that shows signs of damage. Damage will prevent the guidewire from performing with accurate torque response and control. Guidewire manipulation/torquing should always be performed under fluoroscopic guidance. Never advance, withdraw or auger the guidewire against resistance without first determining the cause of resistance under fluoroscopy. Torquing the guidewire against resistance may cause damage and/or fracture which may result in separation of the distal tip. Should the guidewire tip become entrapped within the vasculature (i.e., small side branch, tight stenosis), do not torque the guidewire. Advance the balloon catheter distally, gently pull the guidewire back into the balloon catheter, and remove the balloon catheter/guidewire system as a unit. Should torque control/tip response be compromised during use, confirm tip integrity using fluoroscopy. Loss of torque control may be due to core wire fracture. Under fluoroscopic guidance, advance the balloon catheter to the distal end of the guidewire and remove the balloon catheter/guidewire system as a unit. Neither the phr review nor the information available suggests a design or manufacturing related cause could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After attempting to pass a lesion of the direct superficial femoral artery with a .018 x 300cm straight tip sv short peripheral steerable guidewire (pgw), there was a fracture of the tip in the lesion, leaving a fragment of it retained in the artery. There was a patient injury noted. The operator was trained to the sv short peripheral steerable guidewire device. The device was opened in sterile field. The device will not be returned for analysis.